Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, pause episodes due to possible loss of p waves sensing were observed. Loss of electrode contact was suspected. Patient was stable and will continue to be monitored.